Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event was confirmed with product received. Visual inspection confirmed the strike plate to have fractured from the handle body. Light impact marks were observed on the strike plate and handle but no major dings were found. The handle body and orientation features are scuffed consistent with a multiple use instrument. Fracture analysis showed that the handle fractured due to tensile overload. Material analysis showed the material is conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the rasp impactor fractured into two pieces. No pieces fall into the patient body. Attempts have been made and additional information on the reported event is unavailable at this time.